Manufacturer narrative:
Correction - h6 ( results code, conclusion code). The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows some radiolucence and subsidence/migration at the medial malleolus. Therefore, loosening and migration can be confirmed. There is no clear indirect sign of loosening, though. The talar component does not show clear radiolucence or cysts. Therefore loosening or migration cannot be confirmed. There is no sign of loosening or separation of the pe, however, as it is attached to the tibial component it is loosened or migrated together with it. There is no information given about infection . From the surgeons notes it is likely, that a stiff joint is the reason for the revision. Infection cannot be confirmed with the CT only. Based on investigation, the root cause was attributed to a patient related issue. The failure caused due to cyst and radiolucence around tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component for reasons that are not available at the time of this report. It was reported that the patient was doing well and then felt a pop/crack about 6 week after surgery. The patient presented with sharp pain after started walking and had a broken medial mal and impaction. The physician tried to place a screw but when the patient returned for a follow up, the tibial component was completely in varus. At that time, the physician decided the patient needed a stemmed prosthesis.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the tibial component for reasons that are not available at the time of this report. It was reported that the patient was doing well and then felt a pop / crack about 6 week after surgery. The patient presented with sharp pain after started walking and had a broken medial mal and impaction. The physician tried to place a screw but when the patient returned for a follow up, the tibial component was completely in varus. At that time, the physician decided the patient needed a stemmed prosthesis.